Event description:
It was reported by service report that the head of the bed will not raise or lower. It was also reported that the bed was missing its motion interrupt pan. No adverse consequences have been reported.

Manufacturer narrative:
Result: missing motion interrupt pan, sensor coil cable, lift assembly.